Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A visual inspection on the received device confirmed there were scratches on the probe. The tissue pad in the grasping section was worn away but the broken tissue pad was not confirmed. Additional observation found a metal piece that looked like a clip was left on the tissue pad. No scratches or contact marks were observed on the non-insulated area of the grasping section. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to following mechanism: 1) when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. 2) scratches were generated on the probe and the error occurred. The worn of the tissue pad was likely occurred as following reason: grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. This following information is included in the instructions for use (IFU) which state: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Additional information has been requested regarding this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during an operation, two thunderbeat (scissors) failed after a few minutes. The teflon pad was damaged. A third thunderbeat was used to complete the unspecified procedure. There was no report of patient harm associated with this event. This report is related to linked patient identifier (B)(6).